Event description:
The initial reporter questioned low results for "at least 6" patient samples tested for calcium on a cobas 8000 c 702 module. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result from the c702 module in question was 3.9 mg/dl. The sample was repeated on a different c702 module with a result of 8.2 mg/dl. The customer loaded a new reagent pack and recalibrated. Afterward, the sample was repeated on the c702 module in question with a result of 8.8 mg/dl. Patient 2 initial result from the c702 module in question was 5.3 mg/dl. The sample was repeated on a different c702 module with a result of 8.2 mg/dl. The sample was repeated on the c702 module in question after recalibration and the result was 5.8. Mg/dl. The sample was repeated on this module with a result of 8.9 mg/dl. The higher results were believed to be correct. No questionable results were reported outside of the laboratory. "Some" of the questionable results were marked as critical low in the customer¿s laboratory information system (lis) and the results did not match the patient¿s history when reviewed.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The customer noted some buildup or residue on the reagent probe. Qc was acceptable. The field service engineer (fse) found a rinse nozzle was not retracting completely on a rinse head; this caused water to splash on the cuvette edges. The fse cleaned all of the rinse nozzles. The rinse nozzles were functioning correctly. A 21-cup precision was performed with results within specification. The service actions resolved the issue.